Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the rptr: after introduction of the circular stapler into the rectum, a side to-end anastomosis initiated. The head of the stapler was connected to the stapler, the stapler was closed and fired after release of the safety-part, until both hand-parts were squeezed tight to the main part of the stapler. After 10 seconds, I released the head by turning 2 complete turns to the left. The stapler did not come loose. I disconnected the head-part by further counter-clockwise turning in order to be able to look in the rectum transanally. After transanal manipulation and visualization with the rectoscope, it appeared that the staples had been fired in a circular placement, but the knife had only cut semi-circular. With digital manipulation, I was able to release, with some force, the head-part. Logically, I manipulated the anastomosis much more than I wanted. After placing extra sutures over the anastomosis laparoscopically, the anastomosis seemed sufficient with air-leak.